Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for both lots, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: full UDI currently unavailable since the exact lot and serial of the suspected device cannot be determined with the available information. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast surgery with implantation of a 200cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced left breast pain. Subsequently, she was diagnosed with left breast baker grade iii capsular contracture using ultrasound imaging. Additionally, the imaging noted a right breast cyst and mass without further indications. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The information did not include the left and right designation for the provided device information, therefore the lot/serial numbers for both products are being provided. The catalog numbers are the same for both devices. Follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the left breast prosthesis.

Manufacturer narrative:
On may 12, 2026, the mentor analysis lab received the suspect medical device for evaluation.paperwork received with the device provided the following additional information: the suspect device was implanted during a breast augmentation revision surgery.date of event: october 30, 2025date of implantation: (B)(6) 2025date of explantation: (B)(6) 2026the patient underwent left-sided exchange with a mentor gel implant on (B)(6) 2026.the product identity was determined as the following:lot: 9996039serial: (B)(6)reason for device explant and/or reoperation: capsular contractureon may 17, 2026, mentor completed an evaluation on the returned device.device evaluation:the product was returned to mentor for evaluation, where a thorough investigation was conducted.visual analysis of the returned device revealed that the breast implant appears white.leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis.discoloration of the implants as observed in the samples returned is related to the concentration of the triglycerides in the gel fillers and their degree of unsaturation. This finding is consistent with the reported discoloration of breast implant silicone gel in vivo in the scientific literature.regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet.as part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now.manufacturer¿s reference number: (B)(4).